Event description:
Per the clinic, the patient was taken the operating room (date not reported) and the patient's abutment was exchanged. The implanted device remains.

Manufacturer narrative:
Implanted device remains.